Event description:
A malfunction occurred on the customer's pump, resulting in the customer's blood glucose level reaching 447 mg/dl and requiring emergency room assistance. There was no injury, but ketone levels were deemed dangerous by a healthcare provider. Technical support assisted the customer in resetting the pump, but the malfunction recurred, so a replacement pump was sent. The customer was advised on returning the malfunctioning pump and was informed about training available for the new pump.